Manufacturer narrative:
H6: added type of investigation codes b11 and b13. H11: added the results of the investigation. Investigation summary the device was not returned for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Thrombosis / stroke/ ischemia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypovolaemia: the cause of the injury was not determined due to insufficient clinical details. Device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, drainage was noted and patient was taken to operating room for washout. The patient was hypovolemic and received two units of packed red blood cells, 1 platelet, 1 fresh frozen plasma and 2cryo as well as albumin. Bival has been off use due to bleeding issues. The patient had hemorrhagic stroke on computed tomography scan, decision made to remove impella to eliminate need for anticoagulants. During removal, impella was noted to have had a clot and it appears that clots showered throughout the body during the removal. Patient now showing multiple strokes, ischemic mesenteric, splenic and renal infarcts.